Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used during the endovascular treatment of a 60mm in diameter thoracic aortic aneurysm. There were no preoperative issues. During the index procedure, after the thoracic stent grafts [(B)(4)] were implanted, a reliant balloon w as inflated inside the stent graft to perform a touch-up. Two syringes were used in parallel and dilation speed was slow. There ratio of contrast to saline solution was 4 to 1 and approximately 30 to 35 cc was injected. The balloon was dilated completely inside the stent graft and was dilated in the distal end of the stent graft. The balloon was not moved while inflated. During the second inflation, the balloon ruptured. The reliant balloon was manipulated normally without excessive pressure. Per the physician, the cause of the event could not be determined but may have been device related. No additional clinical sequelae were reported and the patient is fine.